Event description:
A nurse reported a patient received a thermal burn at the incision site during cataract surgery. The procedure was completed and the wound was closed with a suture. Additional information has been requested, but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).